Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth, weight, ethnicity and race were not provided for reporting. This report is for unknown (band-aid). Upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without a lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event while using an unknown extra large band aid. The consumer "scrapped" her arm on (B)(6) 2018 and used an unknown extra large band aid. After a few days, the consumer had a difficult time removing the bandage. When the consumer did remove the band aid, layers of her skin were removed with the bandage and she experienced pain. The consumer has been seeing a health care professional on a weekly basis and is currently under their care. No additional information has been provided by the consumer.